Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there were "erroneous results as well as palate clumps. An edta tube platelet count indicated thrombo- cytopenia, which was inconsistent with the patient clinical condition, and prompted further investigation." Additional information: "this report describes the case of a patient with ethylenediaminetetraacetic acid- (edta) and citrate-dependent pseudothrombocytopenia (ptcp). An edta tube (bd vacutainer k2 edta; becton, dickinson and company, (B)(4)) platelet count indicated thrombocytopenia (15x109/l and 8x109/l), which was inconsistent with his clinical condition, and prompted further investigation. A repeat sample was drawn into both edta tubes and tubes containing 3.2% sodium citrate 9nc coagulation sodium citrate 3.2%, 3.5 ml, vacuette®, (greiner (B)(4)) and immediately measured in the laboratory. The platelet count was 157x109/l and 171x109/l in the edta and citrated samples, respectively. Simultaneous peripheral blood smear examinations were performed with capillary, edta, and citrated samples. Platelet clumps were observed only in the edta sample. The tubes were kept at 25°c and measurements were repeated at 10, 15, 60, 90, and 120 minutes. The platelet counts had decreased by 63% and 76% at the end of 120 minutes in the edta and citrated samples, respectively. After 20 minutes at 37°c, the number of platelets had increased by 76% and 87% in the edta and citrated samples, respectively. In cases of this kind of a contradiction between laboratory results and clinical status, laboratory specialists should suspect ptcp and be prepared to manage these findings. Close communication between the clinician and the laboratory helps to avoid unnecessary investigation and inappropriate treatment."